Event description:
An incision closure separated at approx 10-12 hours post-op requiring surgical intervention for re-closure.

Manufacturer narrative:
Review of the clinical info suggests the outcome is related to: high tension, user training, and/or storage conditions. Hospital was removing individual unit boxes from the primary box, which has a maximum temperature indicating "dot", so inter-hospital shipments from warehouse facility in trucks may have exceeded the maximum temperature on the labeling of 122 f degrees. Exceeding this temperature can result in a lower reliability of the staple placement mechanism. Retraining on the user technique and the storage conditions has already been completed. All the stock was updated to new inventory of model 1025. Add'l lot number 072301.